Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received six inappropriate shocks for supraventricular tachycardia (svt) while riding his bicycle. Therapy was exhausted due to the inappropriate shocks. The device was reprogrammed and no further inappropriate shocks have been reported. No adverse patient effects were reported.